Event description:
It was reported that, "the inner most packaging of the implant was not sealed."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.